Manufacturer narrative:
This report is submitted on may 24, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site on (B)(6) 2022 and was subsequently treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on july 01, 2022.